Manufacturer narrative:
Batch review performed on 30 april 2019: lot 080360: (B)(4) items manufactured and released on 02-jun-2009. Expiration date: 2013-04-30. No anomalies found related to the problem. To date, all the items of the same lot have been already sold without any other reported event.

Event description:
Hip revision surgery 10 years after primary. The reason of revision is unknown at the moment because we received different event description from the agent and from (B)(4). Only cup has been revised. More info will follow this case.

Manufacturer narrative:
The batch release year has been corrected to 02-jun-2008.